Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as damaged reference electrode with kinked tubing and poor ise data board condition. The fse replaced multiple parts which included ise data board, reference electrode, electrode block, and electrode tubing. In addition, fse proactively replaced valve, all electrodes/cables and ise sample pot. Upon replacements, the issue was resolved and system resumed normal operation. Information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated one (1) patient sample generated low ion selective electrode (ise) results for sodium (na), potassium (k) and chloride (cl) on cell 1 of their au5800 analyzer. The customer repeated the sample on another au analyzer with higher results. None of original low results were reported out of the laboratory, therefore, patient treatment was not affected. The quality control (qc) was within the laboratory's established range before the event. The customer provided the data for one (1) patient sample.